Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 498 mg/dl. Cause of high bg was not known. Customer administered bolus to address the issue and went to the emergency room with moderate ketones that were identified as dangerous by a health care provider. Customer was subsequently admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline and insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.